Manufacturer narrative:
The reporter's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Expiration date .

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patients tested with coaguchek xs professional meter serial number (B)(4) using test strip lot 50772115 and with a second coaguchek xs professional meter (serial number unknown) using an unknown lot of test strips. The date of the event is not known. On an unknown date and time, a sample from a first patient was tested using one of the two meters, resulting in a value of 5.9 inr. The customer did not know which of the two meters was used. At an unknown time, a sample from this same patient was tested in the laboratory using an unknown method, resulting in a value of 3.8 inr. The reporter stated that other patients were tested using the meters and the results obtained were over 5.0 inr. When samples from these same patients were tested in the laboratory using an unknown method, the results were in the 2.0 inr and 3.0 inr range. The customer did not provide any information on how many patients were involved or which meter was used to test each of these patients. The times and dates of sample testing are unknown. No patient therapeutic ranges were provided.